Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a 2.25x18mm resolute onyx rx coronary drug eluting stent to treat a lesion exhibiting 100% stenosis located in the mid lad. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. During attempted deployment, it was reported that the stent malfunctioned and became stuck on the deployment balloon. The deployment balloon was slightly inflated to prevent stent migration and pulled back towards the guide. The stent and balloon were pulled back to the tip of the guide. The guide wire, guide and stent balloon were then pulled into the descending aorta. While attempting to pull the guide, guide wire and stent balloon into the sheath the stent dislodged off the balloon into the femoral artery. An attempt was made to wire beside the dislodged stent however the sheath came out leaving the stent behind. A snare was used to remove the dislodged stent from the patient. The lad was further treated using a 2.5x12mm and a 2.25x22mm resolute onyx stent. Post-stenting an angiogram revealed a tear distal to the stent. There was no further intervention as equipment could not be advanced to tear. The patient was continued on dual antiplatelet therapy with aspirin and brilinta. The patient is reported to be alive with no injury.

Manufacturer narrative:
Pre-procedure diagnosis -anterior stemi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Add info: the 2.25x18mm resolute onyx device did not pass through a previously deployed stent. No resistance was encountered when advancing this device to the lesion. No inflation difficulty was reported. It was reported that the wire caused the tear. The lad was further treated using a 2.5x12mm and a 2.25x22mm resolute onyx stent and deployed without issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: a still procedural image and procedural images were provided by the account. The still procedural image captures the femoral area. The dislodged stent cannot be confirmed from the still image provided. The procedural images capture a lesion site in the lad as reported by the account. Pre-dilation is evident from the images. The images then capture the partial deployment of a device, which could possibly be the partial deployment of the resolute onyx stent, however this cannot be confirmed. There was no evidence of stent deformation from the images. The next image was captured 17 minutes later, showing the dislodged stent in the femoral artery. There were no images capturing the dislodgement of the stent or the withdrawal of the delivery system, guide wire or guide catheter. A snare is then used to retrieve the dislodged stent. Two stents are then successfully deployed in the lad. The vessel tear distal post stenting reported by the account could not be confirmed from the images. If information is provided in the future, a supplemental report will be issued.